Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. Customer reported that the notification light did not stop flashing immediately. Insulin pump will be returned for analysis.